Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a blister under an electrode that popped, stating the skin was itchy, hot, red, and burn-like. There is no indication that the patient received medical intervention for the irritation. The final medical outcome of the irritation is unknown.